Event description:
It was reported that a system error 2367 (air in set/line) alarm occurred during prime of peritoneal dialysis therapy on the homechoice. The patient was not connected at the time of the alarm. There was nothing found during troubleshooting that could have caused or contributed to the reported alarm. The technical services representative clearing the alarm. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.